Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 445 mg/dl. The customer¿s other blood glucose levels were in the range of 400 mg/dl, 176 mg/dl, 190 mg/dl, 220 mg/dl. The customer was treated with insulin drip and bolus in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer was using the insulin pump during hospitalization and insulin pump was on auto mode. The insulin pump will not be returned for analysis.